Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to bioprosthetic aortic valve stenosis and insufficiency. Per patient's medical records, his most recent echocardiogram done (B)(6) 2013 reveals aortic velocity of 5.5 m/secondary, a peak gradient of 119 mmhg, and a mean gradient of 68 mmhg. Subsequent echocardiography confirmed bioprosthetic stenosis and insufficiency. Patient underwent avr on (B)(6) 2013. His post op course was remarkable for post-op atrial fibrillation for which he was being anticoagulated, thrombocytopenia which had resolved, and acute on chronic renal insufficiency which was improving. Patient was discharged home in stable condition.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis and insufficiency. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Patient factors may also contribute to the onset of stenosis or insufficiency. Unfortunately, the valve was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause for the reported event. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp area of all three leaflets. Moderate-to-heavy host tissue overgrowth was also demonstrated. Calcification and host tissue restricted mobility in the leaflets and led to stenosis. Evaluation of the subject device confirmed the reported event. It appears that the calcification and host tissue overgrowth resulted in the patient's stenosis and insufficiency. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, there was also insufficiency. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.